Manufacturer narrative:
The technician investigated and found when the siderail release button is pushed, the siderail will go down approximately 3-4" and then the siderail bottom can slide in toward the sleep deck. When the siderail is completely lowered, a finger could be pinched on the edge of the sleep deck. He indicated no repairs were required as the stretcher did not malfunction.

Event description:
The customer alleged that there have been instances where fingers have been pinched in the siderail when they collapses it down. One of their nurses may have suffered nerve damage as a result of her finger being pinched in the siderail. The nurse may require surgery.